Event description:
The customer reported that the sys shut down without command. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The coin batteries on rtos, gpos, and gib were replaced. The workstation and mainframe pcbs were reseated. The sys was tested and found to be working as intended and put back into service.